Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a it was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx uncovered stent was implanted within the bile duct of a patient on (B)(6) 2016, as part of the (B)(4). The patient had undergone a cholecystectomy. A pancreatic protocol CT was performed and determined the tumor is in the head of the pancreas. The tumor stage is iia - t3 n0 m0 adenocarcinoma and diagnosis was made using eus-fna. The tumor is 3.6 cm as determined by eus. The patient was administered chemotherapy: gemcitabine, abraxane and hydroxychloroquine. No radiation was administered. On (B)(6) 2015 baseline liver function tests were performed. Baseline biliary obstructive symptoms were recorded on (B)(6) 2015 and noted to include dark urine, pale stools, jaundice and itching. The wallflex biliary rx uncovered stent was implanted without issue on (B)(6) 2016. Interval tests were performed on (B)(6) 2016, the patients klamofsky score was 70 and no biliary obstructive symptoms were reported. On (B)(6) 2016, the patient was noted to have scleral icterus. On (B)(6) 2016, an ercp was conducted in an outpatient setting and the wallflex biliary rx uncovered 10mm x 60 mm stent was found to be occluded due to ingrowth and related to the scleral icterus. Another biliary metal stent was implanted with the wallflex biliary rx uncovered stent to complete the ercp procedure. On (B)(6) 2016 the patient was transitioned to palliative and hospice care. Biliary obstructive symptoms reported: jaundice, dark urine, and pale stools.